Manufacturer narrative:
(B)(4).

Event description:
This was a procedure to extract two (2) cardiac leads, indwelling for 156 months, for implantation of an MRI compatible system. The leads were prepped with spectranetics lead locking devices. A spectranetics 14fr. Glidelight laser sheath was used to free up the ra lead. The patient experienced hemodynamic changes due to a cardiac tamponade. The cardiac surgeon performed a subxiphoid window, and then a sternotomy which showed a tear at the svc/innominate juncture. The patient experienced multiple episodes of ventricular fibrillation, which required cardioversion. The injury was repaired and the patient was transferred to the ICU and died. This report will be made against the spectranetics glidelight as the potential mechanism of injury.